Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to patient experienced diaphragmatic stimulation from this lead in all pacing vectors at all pacing outputs equal to or greater than pacing threshold. The patient could not tolerate the hiccup sensation so lv pacing was disabled in the device. The patients cardiac status declined due to rv only pacing so a new lead was implanted. Should additional information become available, this file will be updated.